Event description:
It was reported that this implantable cardioverter defibrillator (ICD) two shocks as inappropriate therapy due to a suspected atrial fibrillation with rapid ventricular response. Technical services reviewed the stored episodes and discussed the device programmed settings with the calling physician. The device remains in service. No additional adverse patient effects were reported.